Event description:
Information was received from a patient receiving unknown morphine via an implantable pump. The indications for use was non-malignant pain and chronic low back pain. It was reported that the patient stated they received a letter from the manufacturer asking for updated information from their pump for their ID card. The patient stated they had their pump taken out in 2021. The patient stated that they went to the hospital to get the pump replaced due to normal battery depletion and that they ended up with a leak on the spine and it leaked for about ten days. The patient stated they overdosed due to the leak. The patient stated they went back into the hospital and they took "the whole thing out".

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intrathecal catheter; product ID neu_unknown_cath (serial: unknown); product type: 0184-catheter; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that the pump and catheter were removed on (B)(6) 2021. When ask about the cause of the leak on the spine, the patient reported that the doctor had replaced the pump and catheter and, after 10 days, it was leaking morphine. The pump was removed and left out. The doctor put the patient on a fentanyl pain patch.

Event description:
Additional information received from a consumer (con) re-reported they had their system removed due to leaking and causing him more pain.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot#/serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.